Event description:
Customer reported a leak during a blood transfusion at the (B)(6). The nurse could not determine where the blood was exiting the tubing, but it appeared to be below the pump. There was no report of harm to pt or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
Internal file no. (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.